Event description:
It was reported that, during a navio assisted tka surgery, they reached the neutral extension collection screen and they got a message saying they had collected the malleoli in the wrong order. They verified that the correct laterality was selected for the procedure. They recollected malleoli and got to neutral extension collection screen and once again got the same message. They quit the case and started a new one but the same thing happened. They tried adjusting the arrays but they were still unable to get part neutral extension. Therefore, the procedure had to be completed with manual instrumentation. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference case- (B)(4).